Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 6.4, 2nd inr: 4.6, mean: 5.50, sd: 1.27, %cv: 23.14. A 4.7 inr was excluded from comparison test due to pending lab results: data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met. No product is expected to be returned. Precision test records were reviewed. Testing done on a previous case with retained strips from strip lot #220375 indicated that precision criteria was met. Product deficiency was not established. There is no sufficient information to determine the root cause of customer's test result discrepancies. As of 03/25/2010, seventeen discrepant results complaint was reported for lot #220375 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results: test date: (B) (6) 2010. The allowable difference between the inratio inr's and sysmex inr's was calculated. Two replicates for donor 1 did not meet the criteria. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Additional testing: see scanned table. For each pair of replicates for each sample of strip lot 220375, mean and standard deviations were calculated. In-house test results were 5.44% and 2.48%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further investigation will be pursued.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 6.4, 4.6. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 4.7, lab: ng.